Event description:
Nurse found lactulose in the balloon port of the fecal management system (flexiseal), previous nurse injected lactulose enema into the balloon port instead of the irrigation port; 100 ml removed from the balloon port.